Manufacturer narrative:
Lens inserted upside down - evaluation: results: visual inspection of the returned product showed a piece of a haptic plate was torn off and missing, and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted an micl12.6 implantable collamer lens and had difficulty getting the lens to unfold in the eye. The lens was flipped upside down and was removed without any incision enlargement. Pupillary block was noted. The reporter stated the incident was due to a loading error.